Manufacturer narrative:
The patient reported to have fallen while walking the stairs due to the knee, and indicated the electronics sometimes stop working without any reason. He is not injured. The product is currently at ossur quality center pending investigation. During the general quality check the leg did pass all the tests implying good functionality of the product. However, the error log showed that the electronic errors the user experienced during use indeed appeared, indicating malfunctioning of the leg might have contributed to the event. Issue at this moment seems to be a unique case. Issue will be further investigated to determine root cause and necessary actions. No initial corrective/preventive actions are considered warranted based on information currently available. There have been no similar incidents reported.

Event description:
The patient reported to have fallen while walking the stairs due to the knee, and indicated the electronics sometimes stop working without any reason. He is not injured.